Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After the procedure was finished, the physician brought up a potential puncture of the sheath and noticed that there was blood near the handle of the device. The procedure was already completed successfully when the issue was observed. No patient complications were reported. The device is not expected to return as it was disposed.